Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va11mty, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va11mty, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient through the rep that they had a decrease in therapy, and the patient noted they were getting frequent urinary tract infections (utis) and having to catheterize themselves again. The rep noted that the lead was explanted on (B)(6) 2018 and that the product would be returned. The rep also noted that per the health care physician (hcp), the patient was a pediatric patient at the time of first implant, it was denied that any falls or injuries were involved and it was also noted that the patient had scoliosis. It was reported that impedance checks in the office showed high impedances on electrodes on the lead and that the battery was ¿good¿ per the hcp. It was noted the patient had tried all programs, had frequent patient programming, frequently changed stimulation and they had an x-ray in the office. The hcp had thus chosen to replace the lead without the battery at this time. It was noted the issue was resolved at the time of the report. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID 3889-28, lot# va11mty, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was noted that the change in therapy was sudden. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va11mty serial# implanted: 2016-(B)(6) explanted: 2018-(B)(6) product type lead analysis: h3: analysis of the lead, 3889-28, tined lead, interstim, us 28 cm (lot # va11mty) determined, that the {x} conductor(s) was/were crushed; there was no impact to electrical functionality. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. B3: date is approximate with month/year validity h6: patient code c50791 no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient first started experiencing the decrease in therapy, their getting frequent uti's and having to catheterize themselves again in (B)(6) of 2018. In response to the inquiry for the patient's history of utis prior to and since the implant, the representative reported the patient had retention and they were doing "pee therapy" before the original device and found it wasn't working so they had an interstim placed 4-5 years ago. The patient was getting utis and kidney infections and had retention during "pee therapy". It was noted once the patient got an interstim they began to void more and had less utis. In response to the cause question for the reported utis the representative reported the patient had no infections for 2 1/2 to 3 years while having the device. It stopped giving relief in january. It was noted the utis were related to the patient's underlying urinary dysfunction, which was retention. When asked if the uti was related to the device and/or therapy the representative responded "yes. The patient had an issue with the spine, scoliosis, getting worse over the years. They had a change in therapy in january and stopped feeling stimulation in the vaginal area. The patient was feeling stimulation at the device. Once the lead was replaced they now felt it in the vaginal area and they were getting relief of symptoms. The actions and interventions taken for the uti were antibiotics and a lead revision to decrease issues with retention. It was noted the patient was doing well now. They've had no utis since the revision and they were putting out more urine. Additional information was received from a manufacturer representative (rep) on 2018-oct-31. The rep reported the information received on 2018-oct-26 was confirmed with the health care physician (hcp) account. There were no further complications reported.